Manufacturer narrative:
Brand name is amia automated pd cycler set. Catalogue # is 5c5479. Device manufacturer name: baxter healthcare - mountain home. PMA/510k is k151525. One actual sample was returned for evaluation with the patient connector attached to the female connector of a transfer set. The female connector was connected, disconnected, and leak tested with the amia connector with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty disconnecting the female connector of the transfer set from the patient line of the homechoice cassette. It was further reported that the dark blue end inside the transfer set is unglued and coming out of the transfer set and the pointed end remains in the patient connection line. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.